Manufacturer narrative:
Correction to section h3 device evaluation summary: it was initially reported that a pressure switch was returned on 2021-sep-08. Related to this complaint; however, additional information was received that the returned pressure switch was not related and has been processed under the correct complaint file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that during servicing, the 840 ventilator displayed a processing error message when the unit was turned on and the unit was noted to have an unstable positive end-expiratory pressure (peep) displayed value. The device was available for evaluation. Service personnel inspected the ventilator and replaced the inspiratory module printed circuit board assembly (pcba), exhalation transducer pcb and pressure switch. The returned inspiratory module pcba was visually inspected and functionally tested with no malfunction or product deficiency identified. The exhalation transducer pcb was visually inspected with no anomalies observed. The component was tested in normal ventilation mode and generated a ventilator inoperative condition. The fault was isolated to the component reference designator u1 on the exhalation transducer pcb. The pressure switch was returned on (B)(6) 2021 and is under investigation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 840 ventilator displayed a processing error message when the unit was turned on and the unit was noted to have an unstable positive end-expiratory pressure (peep) displayed value. The ventilator was not in use on a patient at the time of the event.